Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. Device replacement was being discussed. No adverse patient effects were reported. It was additionally reported that the pacemaker was explanted and replaced without complication on (B)(6) 2026. The device was received for analysis.